Event description:
Approx five weeks following the stent implant procedure, the pt presented with a "cold foot". An x-ray demonstrated an unusual condition of the stent; however, it is difficult to see. A CT angiogram was performed and concluded the pt had popliteal entrapment. Popliteal entrapment surgery was performed.

Manufacturer narrative:
Info needed to complete this MDR is not available. Attempts have been made to obtain info (i.e., device lot number, stent status, pt status). Without the device lot number, we are unable to provide the manufacture date and the expiration date. An MDR supplement will be provided when the missing info is received.